Manufacturer narrative:
The affected device was returned and evaluated. The connection screw design has been changed to reduce fit issues of the plate and handle. We've received no other complaints for this failure mode.

Event description:
It was reported that surgery time was extended due to plate/handle connection complications.